Manufacturer narrative:
(B)(4).

Event description:
This pacemaker system was explanted and replaced because both the ra and rv leads had dislodged and during the revision, there was a set screw issue with this device. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the pacemaker was visually inspected. The visual inspection revealed, that the silicone sealing belonging to the atrial set screw was damaged. Furthermore the hexagon socket of the atrial set screw was partially filled with silicon filings. In addition the hexagon socket was rounded, which indicates the presence of strong mechanical forces during the pacemaker lead connection. However, the connection of a sample lead was properly feasible during analysis. Set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.